Event description:
It was reported to boston scientific corporation that a trupath biopsy needle was used during a prostate biopsy procedure. During the procedure, outside the patient, the physician was unable to cock the device. The procedure was completed with another trupath biopsy needle. There were no patient complications and the patient condition was reported as "good". The returned device revealed a reportable malfunction.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. Visual analysis of the returned device revealed a bent stylet. Functional analysis of the returned device revealed that the force required to arm the device was above normal. The device was disassembled and it was noticed that the cannula spring was not properly seated within the handle. This can cause the device to have difficulty arming. The spring was moved to its proper position and the device functioned properly. (B)(4).